Event description:
It was reported that during patient treatment, the ventilator generated technical error codes for open safety valve and communication error. There was no patient harm. (B)(4).

Event description:
Manufacturer's ref #: 327256.

Manufacturer narrative:
During investigation on-site performed by our field service engineer, it was noted that the device was drenched in liquid. The device was alarming for several technical alarms. After a number of the printed circuit boards in the device were replaced, the unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use. The printed circuit boards have not been further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits that might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. The matter is considered to be an unintended user error.